Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 19, 2020 - november 20, 2020. H10: the device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. After fill and prime, no signs of a leak were observed from the device. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking from the blue winged luer cap. The leak was discovered after filling the device at the hospital prior to patient use. There was no patient involvement. No additional information is available.